Manufacturer narrative:
H4: the lot was manufactured from november 01, 2019 - november 04, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which identified white drug residue located at the blue winged cap. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause of the condition is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked; further described as the device ¿was leaking from the end cap as shown by crystalized drug¿. The set was filled with fluorouracil. This was identified before it was connected to the patient. There was no patient involvement. No additional information is available.